Manufacturer narrative:
A review of the manufacturing documentation for the device(s) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient ipg was not holding a charge efficiently. The patient underwent a revision procedure wherein the ipg was replaced per physicians preference. The patient was reportedly doing well postoperatively.